Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power cord had frayed wires. The power cord was replaced and there were no adverse consequences reported by the patient.